Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited over sensing. Crimping was found at the level of costoclavicular ligament suggesting lead crush syndrome. The lead was capped and replaced.